Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to treat a lefort iii fracture, the tip of 2.4mm threaded reduction tool snapped off. The tip was unable to be retrieved and remained in the patient. The surgery was prolonged for 10 minutes due the reported event. The surgeon used the coronal approach to expose fracture and then reduce it. The surgery was completed successfully without any other medical intervention required. The patient status after the surgery reported as fine. This report is 1 of 1 for (B)(4).